Event description:
Orig. Surg 2+ months prior to revision. Allegedly the proximal screws backed out and broke.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The hospital has informed us they will not be filing a medwatch report. This report will be updated, when the investigation is complete. This is the same report as 1043534-2009-00223.